Event description:
The facility reported a colleague infusion pump with a 804:26 failure code. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Corrected information: it was determined by quality engineering that the reported problem of failure code 804:26 was attributed to a software failure. No further action was necessary to correct the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation in the pump's event history. This condition was attributed to a manual tube release reset event. This condition was not duplicated and no repair was required. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.